Event description:
Over the past year and half, I have been using the amo complete moisture plus contact lens solution. I have since, been diagnosed with pink eye 3 times, of which I have never believed it was truly pink eye as the burning and watering eye only occurred in the mornings. Prior to using the amo complete moisture plus, I was using the bausch and lomb contact solution that was recalled and had been diagnosed with the beginning stages of an eye ulcer. Dates of use: 2005 - 2007. Diagnosis: used for contact lens solution. Event abated after use stopped: yes.